Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of impella cp, the patient had cold leg or limb ischemia. The patient remains highly acidotic ph 7.1, troponin greater than 25k. Lactic not clearing, alanine transaminase and aspartate transaminase all extremely high. The leg was cold and pulses, plan to upgrade to 5.5 shortly. The pump was explanted. Attempted escalation to impella 5.5, but axillary cp placed instead due to small vasculature.

Manufacturer narrative:
Correction: e4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.